Event description:
Health professional reported, "recurrent peri prosthetic lymphocele, very erythematous skin. Total capsulectomy was performed. Left prosthesis was removed, rotation of prosthesis, a double capsule was found and seroma. Several nodes of tissue were found at upper bank of the mastectomy. Alcl lymphoma diagnosed." Additional report states, "relapsing periprosthetic lymphocele, erythema, nodules around the borders of the mastectomy, double capsule, rearrangement of tcrg and tcrb loci." Treatment included, "implant ablation, total capsulectomy, change in prosthesis by polytech, adjuvant treatment?" Alcl diagnosed via markers of "cd30+/alk-."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)